Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 crdm non-defib lead, implanted: (B)(6) 2009; 5076-52 crdm non-defib lead, implanted: (B)(6) 2006,. (B)(4).

Event description:
It was reported that the patient is complaining of extraneous stimulation in the pocket. Caller states the patient cannot feel pacing at full outputs. Caller states the patient will feel the stimulation at random times of the day. The patient's physician believes these are phantom shocks due to the inappropriate shocks the patient received last year. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.